Event description:
Pt for a cystoscopy and transurethral resection of the prostate for benign prostatic hypertrophy (bph). A third of the way through the procedure, as the gyrus bipolar machine was in use, a pop was heard, and smoke appeared from the orange power-cord housing which was inserted into the resectoscope mechanism. The procedure was immediately stopped. There was no harm to the pt.